Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis twenty-three unopened samples of product code 8702, lot mph049. The complaint issue was not received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were found. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. A manufacturing record review was performed for the finished device batch mph049 and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture kept breaking. It was not reported how the procedure was completed. There were no patient consequences reported.